Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer on cleaning the speaker holes, and after following these steps, the alarm did not recur. The pump resumed normal operation, and the customer was given tips to prevent future altitude alarms.